Event description:
Endoscopic long linear cutter 45a malfunctioned during laparoscopic gastric bypass. Initial exam post use showed excellent integrity of staple line. However, when pouch insufflated with air, leaks were noted along entire staple line. After unsuccessful attempts to resuture anastomosis converted to open procedure. Found staples hadn't completely fired to create a true b-fired staple. Entire staple line oversewn with 2-0 gi silk. No further intra or post-op complications.